Event description:
Customer reported that the pump's touchscreen was cracked, causing it to be unresponsive and display a black screen. There was no adverse impact to the customer's blood glucose level. The pump is being returned, and a replacement pump with serial number 1565069 is expected to be sent.